Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar, but the ptfe is still holding the two ends together. There is a kink on the hypotube 10.5cm from the handle. There is a kink to the distal shaft 12.3cm from the tip. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10jan2020. It was reported that the tip was bent. A guidezilla catheter extension guide was selected for use. During the procedure, it was noted that the tip of the device was bent and could not be used. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the distal shaft separated from the collar.